Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the subject device being returned to olympus without conducting/completing reprocessing at the facility. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that the nozzle was clogged by an organic, brown-colored material. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the detachment of the sealing joint of the scope body unit. There was a scratching mark on the plastic distal end cover. The biopsy channel had wear and tear and was advised for replacement as preventive maintenance. The key top key had a pin hole. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.